Manufacturer narrative:
Retainer ring is clear. On (B)(6) 2020 the customer reported an open book after swimming. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side, cracked middle (enter) keypad button, cracked keypad overlay, scratched case. Device passed displacement, rewind, prime or seating, occlusion, and sleep current measurement tests; it failed basic occlusion, force sensor, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. Self test returned a pump error 63. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. Attempt to download or upload using crest or thus was successful. The adapt tool lists the following pump errors which could possibly trigger a critical pump error or open book: pump error 63 (variable information = 15) @ (B)(6) 2020 14:25:09.000, (variable information= 3) @ (B)(6) 2022 08:48:43 and pump error 4 @ (B)(6) 2020 14:25:09.000. The case was cut open. After visual inspection, there is corrosion in or around the following: keypad flex cable terminal; electrical board, u2; electrical board--j1, lcd flex cable terminal. A visual inspection of u1 on the keypad under a microscope reveals that there is a broken trace at pin 6. In summary, the customer¿s report of an open book was not confirmed during testing. Pump error 63 (variable information= 3) is due to a broken trace at u1 pin 6 located on the keypad assembly, pump error 63 (variable information= 15) and pump error 4 are due to a hardware error stemming from the moisture damage to both boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer stated that the insulin pump had open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.